Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call indicating that they had to visit the hospital due to high blood glucose that was caused by multiple bent cannulas. The customer's blood glucose level at the time of the incident was 397 mg/dl. The customer also had the flu at that the time of the incident. The customer was treated and released. The customer was wearing the insulin pump at the time of the hospitalization. The customer's current blood glucose level was 153 mg/dl. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.